Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported broken cable complaint. The reported symptom was not found related to the reported instrument. Additional unrelated observation: the instrument was found to have one (1) bent grip, causing misalignment of the grip-tips. There was a 0.60 mm offset at the tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.